Manufacturer narrative:
It was reported that post-implant of the phasix mesh, the patient developed tunneling sinus tracts with wound dehiscence and had surgical intervention for mesh removal. Based on the information provided it is unclear as to the degree to which the phasix mesh may have caused or contributed to the patient¿s postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device lists infection and wound dehiscence as possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned. Mesh explanted.

Event description:
As reported, the patient was implanted with a phasix 4x6 in (10x15cm) mesh using diep (deep inferior epigastric perforators) procedure in the abdomen, where an incision was made, natural tissue was removed and muscle was disrupted. The mesh was not placed as an onlay but deep in the facia to reinforce the area of disruption, to prevent bulge and for tissue reinforcement. It was reported the issue occurred around 6-12 weeks post operation, the patient developed tunneling sinus tracts to the mesh, the wound dehisced and had surgical intervention where the mesh was removed. The culture was positive for bacteria.

Manufacturer narrative:
It was reported that post-implant of the phasix mesh, the patient developed tunneling sinus tracts with wound dehiscence and had surgical intervention for mesh removal. Based on the information provided it is unclear as to the degree to which the phasix mesh may have caused or contributed to the patient¿s postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device lists infection and wound dehiscence as possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." H.11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to confirm that the adverse event was reported in error. The contact initially sited six patient events (same condition). As such six complaints/emdr were processed. In follow up the contact confirmed only four patients had issue with one patient having two implants placed. As such this semdr is sent to correct the information previously submitted to FDA. H3 other text : not returned - mesh explanted.

Event description:
As reported, the patient was implanted with a phasix 4x6 in (10x15cm) mesh using diep (deep inferior epigastric perforators) procedure in the abdomen, where an incision was made, natural tissue was removed and muscle was disrupted. The mesh was not placed as an onlay but deep in the facia to reinforce the area of disruption, to prevent bulge and for tissue reinforcement. It was reported the issue occurred around 6-12 weeks post operation, the patient developed tunneling sinus tracts to the mesh, the wound dehisced and had surgical intervention where the mesh was removed. The culture was positive for bacteria. Addendum: information provided identifies the event was erroneous.